Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. It was reported that the patient exposed components to MRI, CT scan, or diathermy treatment. The probable cause could not be determined. No injury or medical intervention was reported.